Event description:
Additional information received reported that it was likely that the source of high impedance was not the extension wire, and the event was attributed to the lead and the extension. It was noted that contact three of the left thalamic system had high impedance. It was reported that there was a replacement of the extension on (B)(6) 2013. It was unclear when the replacement took place, or if another extension replacement took place, as an extension replacement was previously reported to have taken place on (b)(46) 2013. X-rays were done preoperatively and no fracture was seen in the lead or extension. It was reported that after the replacement there was a persistent high impedance on contact three "on the left." It was noted that the patient symptoms improved clinically despite the high impedance. It was reported that the patient required hospitalization and there was no injury to the patient. It was noted that if symptoms of pain became worse again, the plan was to revise the lead.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: extension. Product ID 64002, lot# n211932, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: adapter.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2010, product type; implantable neurostimulator. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 64002, lot# n211932, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: adapter. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type: lead. Product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type: lead. Product ID 64001, lot# n312392, implanted: (B)(6) 2013, product type: adapter. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type: lead product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7436, serial# (B)(4), product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type; extension. Product ID 64002, lot# n304235, implanted: (B)(6) 2012, product type: adapter. Product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007, product type; lead. (B)(4).

Event description:
It was reported that the patient saw an out of range (oor) message appear on his patient programmer. The reason for oor was not determined. Later that same day it was reported that the oor occurred while the patient was trying to adjust his stimulation. Additional information received about a week later reported that the patient was increasing the voltage on both sides due to poor control of symptoms and the impedance had become quite high at one contact on the left side. Specifically, the impedance at contact three sharply increased between (B)(6) 2012. This led to little current on the left side while current became excessive on the other side. The manufacturer representative was able to decrease the high voltage during reprogramming, but the side with the increased impedance remained symptomatic and the patient likely needed surgical revision. The patient's pain in his right leg did not regain good control after reprogramming. No scheduled revision was mentioned at the time of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a revision was scheduled for (B)(6) 2013. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 64002, lot# n211932, implanted: (B)(6) 2010. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007. Product type: lead: product ID 3387s-40, lot# v062132, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Additional information received reported that the adaptor was replaced and impedances were checked intraoperatively. It was noted that electrode 3 was high, which was the same as pre-operatively. It was reported that the patient's doctor changed out the extension for the left side lead and replaced the adaptor on the right side extension. Impedances were checked intraoperatively and electrode 3 was still high. It was reported that the patient was closed and the doctor planned to speak to the patient about replacing the lead at a future date.